Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information on the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with concern for black tarry stools and chest pain. The patient¿s hemoglobin dropped, and occult blood was positive. A gastroenterology (gi) follow-up on (B)(6) 2022 stated that the patient recovered without intervention and no endoscopic interventions were planned.